Event description:
It was reported: pt implanted with long tfn nail on (B)(6) 2009 returned to another surgeon on an unk date. An x-ray showed pt had a nonunion and a broken nail with the screw intact. Pt was returned to the operating room on (B)(6) 2011 and the hardware was removed. Pt revised to a total hip.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional information has been requested.